Event description:
The customer contact reported air in the tubing set. On an unspecified date, the male adapter of an unspecified primary tubing set was connected to the female adapter of the extension tubing set and was being used to deliver an unspecified medication via a pump. After an unspecified length of time, it was reported that an unspecified number of tiny bubbles were noted in the extension tubing set and entered the patient's IV access site. No specific details were provided. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.